Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use of the xience xpedition 2.50 x 48 rx stent delivery system, the proximal shaft was broken. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported detachment of the device appears to be related to circumstances of the procedure prior to use. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: it was confirmed the shaft was broken in two pieces. No additional information was provided.